Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the affiliate that the mcm20 instruments were blocked. No clips came out. There was no consequence to the pt.